Event description:
Additional information obtained identified the patient's scs ipg was replaced and stimulation therapy was restored.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The reported observation of inability to communicate with the device after the patient underwent an MRI was confirmed. Analysis results concluded the root cause was due to the device issuing a memory error during the MRI procedure. The generator logs showed MRI mode was entered on (B)(6) 2017, and approximately 23 minutes later the device experienced a memory error. This memory error caused the device to reset and the firmware attempted to recover from the error. However, in the clinician programmer logs the generator was unable to recover noted as (¿invalid state¿). It was noted the device was returned operating in the service application state, which resulted from the explant procedure. The device was placed in the therapy application state. The MRI option was set to off and a follow up attempt to pair the ipg and the cp was successful. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. A device history review (DHR) was not required as the root cause of the observation was related to the patient¿s MRI procedure. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
A CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state due to exposure to electrosurgery. The investigation has been completed and being monitored by the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's scs ipg would no longer communicate with external devices following an MRI procedure. Troubleshooting found the device was in an "invalid state". Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Corrected data: the CAPA reference in the previous follow-up report was incorrect as further investigation found the reported issue was not associated with the referenced CAPA.